Event description:
Tpn pt found that the solution had not infused during the night as intended. Upon investigation it was learned that the pt had not completed the dual reset prior to starting the cycle. "Reminder label" was affixed to the pump.